Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. However, factors that can contribute to difficulty removing the device include, but are not limited to, device interactions, damaged device during procedure, device interactions or anatomical conditions. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, an unknown stent was deployed and the delivery system was removed without issues; however, when attempting to remove the 014 bmw guide wire resistance removing it was felt and it felt like it became stuck with something. More force than usual was required, but the guide wire was removed. There was no noted damage to the implanted stent or vessel. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.